Manufacturer narrative:
Initial reporter - fax number:(B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right rupture. Device remains implanted.

Manufacturer narrative:
Device evaluation: "based on the device analysis grid, the assessments of the complaint are: rupture: broken observed on posterior side assessed as unidentified (tear) opening (shell thickness was within specification) and missing shell assessed as inconclusive. Seroma-late: unable to observe as it is a medical event not related to the device. Lymphoma-alcl-suspected: unable to observe as it is a medical event not related to the device. Additional observations: black particles observed on the surface of the shell. No further actions are required as the device was implanted." The event of capsular contracture baker grade iii is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Healthcare professional reported patient was diagnosed with intracapsular rupture of the right device during an MRI. Right breast shows suspicious inhomogeneity within the implant capsule with multiple fluid accumulations constituting late seromas. The development of bia-alcl is strongly suspected. Doctor referred the patient to an MRI examination to exclude a malignancy. Later reported capsular contracture baker grade iii, device rupture and seroma on the right, diagnosed by ultrasound, MRI. Device has been explanted.

Manufacturer narrative:
The reported events of seroma-late and lymphoma - alcl - suspected are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Photo evaluation: visual analysis of the photographs identified: -rupture observed an opening the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. In the photo observed two devices without labeled one device appears to be intact and the other have an opening. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
Patient reported right side "intracapsular rupture" and "the breast had lowered". A medical report confirmed "suspicious inhomogeneity within the implant capsule with multiple fluid accumulations constituting late seromas" and "the development of bia-alcl is strongly suspected". Histopathological markers cd30+ and alk-have not been received. The device has been explanted.

Event description:
Pathology report indicated, "¿immunohistochemically, no atypical cd30-positive blasts. '...partially constructive capsular fibrosis, pronounced foam cell reaction and foreign body reaction in silicone granulomas'". Nothing positive was indicated to alcl. No cd30+ or alk- markers were identified in pathology.

Manufacturer narrative:
Previous medwatch submission noted lymphoma-alcl suspected. Upon review of received pathology reports, allergan medical safety determined that there is no malignancy.